Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. Upon startup of the loaner console, a controller-error message appeared. The console was not swapped out by staff and remained in use while the patient was supported. A backup console was available in the ICU. Care was subsequently withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributable to the severity of the underlying acute myocardial infarction and cardiogenic shock physiology associated with scai shock stage e.

Manufacturer narrative:
Product information in d1, d2a, d2b, d4 , and g4 has been updated.

Event description:
An impella cp device was inserted via the right femoral artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. Upon startup of a loaner automated impella controller (aic), a controller-error message was observed. The console was not exchanged by staff at that time and remained in use while the patient continued on impella support. A backup console was available in the intensive care unit. The patient remained alive as of the prior day but had sustained a severe anoxic brain injury. A determination was made to withdraw mechanical circulatory support, and both ECMO and the impella cp were removed. The anoxic brain injury was not attributed to the impella device. The patient subsequently expired. The device will be conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient presented in scai shock stage e.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial report in error. B5: added clinical review. D9: added devices return information.